Event description:
It was reported that there was a device alert for high atrial impedance. The device is noted to have a charge circuit time out. The device is turned off. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID (B)(4) implantable cardioverter defibrillator (ICD) implanted: 2007 (B)(6). (B)(4).